Event description:
It was reported by the customer "when inserting the catheter over the guide wire, it kinked subcutaneously together with the catheter. The catheter removed, leaving the guide wire in place (still correctly positioned intravascularly). Slightly stronger traction than normal was applied. Spiral from which the guide wire is made has stretched into a thin wire (spiral was twisted open)". 11/09/2023 - additional information provided by bd rep as far as we can currently judge, there were no consequential damages. The catheter is in use. Only the wire was damaged, not the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed and was determined to be use related. The returned product was one 0.035 in. J-tip guidewire. An initial visual observation showed the core wires of the guidewire were broken, and the coiled wire was observed to be unraveled. Use residue was observed on the returned sample. A microscopic observation revealed the break sites of the core wires were tapered with mostly flat and granular surface textures. The weld tip of the smaller core wire was found to be broken off and missing. The distal and proximal weld tips of the guidewire were both observed to be present and intact. The characteristics observed on the returned guidewire are indicative of a tensile failure caused by excessive pulling forces on the guidewire. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "when inserting the catheter over the guide wire, it kinked subcutaneously together with the catheter. The catheter removed, leaving the guide wire in place (still correctly positioned intravascularly). Slightly stronger traction than normal was applied. Spiral from which the guide wire is made has stretched into a thin wire (spiral was twisted open)." 11/09/2023 - additional information provided by bd rep as far as we can currently judge, there were no consequential damages. The catheter is in use. Only the wire was damaged, not the catheter.